Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a gastric bypass procedure, the doctor was using harmonic to open small otomy in the small bowl to make anastomosis. However after making the otomy his scrub nurse noticed that the active blade looked different and was ultimately missed having snapped off. Instrument was then changed. Active blade was identified in the small bowl however it was unable to be retrieved otherwise anastamosis would not have been successful. Procedure prolonged 20 minutes.